Manufacturer narrative:
The device was not available to be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The device history record review was completed and all manufacturing inspections passed with no non conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. D2b. Additional device product code: kra, dqe, dqo.

Event description:
It was reported that during use of this swan-ganz catheter, there was removal difficulty. The nurse was unable to remove the swan-ganz catheter while leaving the introducer sheath in place. The rn and charge rn evaluated the sheath and determined that part of the twist-lock cath-gard contamination shield remained attached to the cordis introducer. A small tegaderm dressing had been folded over the area. The yellow locking mechanism was still secured to the cordis, although the main shield component had been removed. The charge rn attempted to reposition and remove the remaining cath-gard component but was unable to do so after multiple attempts. Two providers were called to the bedside for further evaluation. They also were unable to remove the remaining components of the swan catheter system attached to the introducer. The physician determined that it was acceptable to leave the remaining piece in place and continue using the introducer sheath. Subsequently, the dressing was fully removed and replaced. The introducer sheath was cleansed, and a new sterile dressing was applied. There was no allegation of patient injury.